Event description:
It was reported that the stain on the dressing was discovered after opening the out package. The product was not used. Photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.